Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 1.1 and 1.2 were failed and not detected on bus. A field service engineer replaced the drawer board on station tower drawer 1.1 and tested the drawer using hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, main drawers 1.1 and 1.2 were failed and not detected on bus. Customer mentioned that the drawer could not be recovered and station stated required maintenance. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.